Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
No complaint received with return of device. Final analysis found internal abrasion exposing ring electrode cable at 81.6 cm to 82.1 cm from the connector pin. (B)(6). (B)(4).